Event description:
It was reported that "during rinsing of the vvc white channel, a leak was detected. Tubing punctured, liquid/air leaks with blood return progressing. Clamped, tegaderm applied to protect, doctor advised changed on (B)(6) 2025 at the bop (bloc operatoire)." No patient complications or injuries were reported. Additional information states "during a ward round, the nurses discovered that part of the vvc had fallen to the floor, while the rest was still in place on the patient. The other lines remained securely attached."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer provided two photos for analysis. The photos show the broken juncture hub and the separated extension line. The juncture hub appeared torn. The customer returned one 4-lumen catheter for analysis. Signs of use in the form of excess biological material were observed on and within the returned catheter. Visual analysis revealed the proximal extension line was separated from the juncture hub and a part of the juncture hub was broken and separated (it was attached to the molded portion of the proximal extension line). The overall proximal extension line was stretched, and the medial 1 extension line was stretched adjacent to the juncture hub. The damage is consistent with undue force, pulling the proximal extension line out of the juncture hub. The damage to the juncture hub allowed visual analysis of the molding of the extension line, and the entire proximal extension line had been removed from the juncture hub. The outer diameter of the undamaged portion of the proximal extension line measured 0.087", which is within the specification limits of 0.084"-0.088" per extension line extrusion product drawing. The inner diameter of the extension line (at the luer hub) measured 0.059", which is within the specification limits of 0.055"-0.059" per extension line extrusion product drawing. The instructions for use provided with this kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a separated extension line was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the proximal extension line was separated from the juncture hub, and the juncture hub was torn open. The overall proximal extension line was stretched, and the medial 1 extension line was stretched adjacent to the juncture hub. The damage is consistent with undue force pulling the proximal extension line out of the juncture hub. Despite this, the catheter passed all relevant dimensional requirements. Based on these circumstances, unintentional undue force likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "during rinsing of the vvc white channel, a leak was detected. Tubing punctured, liquid/air leaks with blood return progressing. Clamped, tegaderm applied to protect, doctor advised changed on 16.01.2025 at the bop (bloc operatoire)." No patient complications or injuries were reported. Additional information states "during a ward round, the nurses discovered that part of the vvc had fallen to the floor, while the rest was still in place on the patient. The other lines remained securely attached."